Event description:
Pt reported infusion device beeping and displaying "2.01" on display screen. He indicated that he replaced the power pack and the infusion device functioned properly. Pt stated that he was familiar with the power pack recall. He indicated that the power pack was 2-3 weeks old at the time of the incident. Pt did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional of second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.